Event description:
Dexcom employee notified dexcom technical support on (B)(6) 2014 of a patient who experienced skin irritation on (B)(6) 2014. Dexcom employee reported on behalf of the patient that patient sought medical intervention from a general physician and was advised to remove sensor pod. Patient stated that rash is not occurring at sensor adhesion patch site. No further medical intervention was necessary. At the time of the call, dexcom employee reported on behalf of patient that they were okay.